Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: based on the information in the sample evaluation: the samples returned included one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter. The catheter was in two pieces, with one being on the port stem, less than 1 cm in length, and the distal portion being 11.7 cm in length. The catheter pieces appeared to fit together. Initial examination of the port segment showed multiple access of the port septum and a segment of the fragment of the interim tubing partially pulled over the distal end of the stem. Holes were evident on opposite sides of the stem. The distal end of the proximal section was forced over the stem¿s distal end. The end surfaces of the full break were granular. In addition, further examination of the port stem found scoring marks were visible through the some of the holes in the attached catheter segment, and that, when this segment lay flat on the stem, the holes occurred in two pairs (one on top and one on bottom), each pair parallel. In addition, the two pairs were parallel with each other such that they appeared to overlay one another. Narrowing was found upon application of tensile force between the 73- and 74-cm depth marks. It appeared to be essentially circumferential and very thin. Measurement found it approximately 1.5 cm from the proximal end of the distal segment. 5 electronic photos of the port components were also returned and evaluated by qe ken moake. One photo showed the catheter lock loose. Little else was evident from the photographs that was not shown in the evaluation of the physical sample. Image review was performed by image reviewer (B)(6). Among other observations, he stated that imaging on (B)(6) 2018 shows that the catheter tubing has embolized into the hepatic vein and right ventricle. The length of the catheter tubing on (B)(6) 2018 suggests the catheter tubing came off very close to the port. Also, he stated that the initial radiograph from (B)(6) 2018 shows adequate IFU positioning of the left subclavian port catheter, but the catheter on (B)(6) 2018 looks like a different port hub. He could not confirm that the port is the same, and because of the arm positioning on the (B)(6) 2018 radiograph he could not definitely confirm the catheter position. The cause of the observed broken catheter cannot be fully determined with the information available. The sequence of events is not completely apparent from the x-ray records returned. Evaluation of the physical sample strongly suggests that tool damage occurred on the catheter segment near and/or on top of the port stem; if this occurred during assembly/placement this may have contributed to the breakage of the catheter, which appears to have torn away at some point before embolizing. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately seven months after the port was implanted during a routine port flush, the port allegedly seemed to have an occlusion and was unable to be flushed. It was further reported that at a later date imaging was done and identified that the catheter migrated to the right ventricle. The port and catheter were removed. The patient was reported as stable.

Manufacturer narrative:
Photographs and medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven months after the port was implanted during a routine port flush, the port allegedly seemed to have an occlusion and was unable to be flushed. It was further reported that at a later date imaging was done and identified that the catheter migrated to the right ventricle. The port and catheter were removed. The patient was reported as stable.